Manufacturer narrative:
D9 - date returned to mfg. 12-dec-2024, updated d1, d4. One device was returned for analysis. Visual inspection found a worn upstream occlusion seal and damaged latch lock flex. Review of the event history log (ehl) showed a system fault 46,440 occurred 5,001 1,469 0 2. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a internal battery low voltage. As a result, the internal battery will be charged to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has an error code 46440. There was no patient involvement.